Event description:
It was reported that the anchor from the lower tray of the silent nite came off. Based on the device received on (B)(6) 2024, the connector is popped out of tray. No date provided when the patient stopped using the device and the event date is unknown.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information h11. A non-visual device investigation has been completed and the results are as follows: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasps appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Corrective action: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Fmea review results: based on the root cause description above, the failure mode of button/anchor detachment has been previously identified and documented as a known failure mode. This occurrence is consistent with the existing risk assessment, and no additional risk mitigation measures are required at this time. The manufacturer internal reference number is: (B)(4). .